Event description:
During the AF procedure, ST elevation, bradycardia and hypotension requiring a bolus of adrenaline occurred. Transseptal was performed with a SL0 sheath and a guidewire was passed to the left pulmonary vein. The SL0 was changed for a non-Abbott sheath (FaraDrive). The dilator was able to cross the septum, but the sheath would not pass. A stiffer guidewire was attempted with no resolution. The non-Abbott sheath (FaraDrive) was replaced with an Agilis 13F sheath. The Agilis passed into the LA easily. The dilator was removed and the Agilis sheath was flushed. At this time, the patient experienced transient ST elevation, bradycardia and hypotension requiring a bolus of adrenaline. After about 2-3 minutes, the patient's vital signs normalized. The procedure was abandoned. The patient remains stable.